Event description:
It was reported that during the carotid stenting procedure, vessel spasm and possible thrombus were seen at the rx accunet filter site in the left internal carotid artery. There was no flow seen past the filter. Thrombectomy was performed and the filter was removed. Angiographically, the issue was completely resolved. The patient's neurological status was not affected. During post dilatation of the rx acculink stent in the left internal carotid artery, the patient experienced bradycardia and hypotension. The bradycardia resolved the same day with intravenous atropine. The hypotension resolved the following day with intravenous levophed and dopamine. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of thrombosis and vasoconstriction are known observed and potential adverse events as listed in the rx accunet embolic protection system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.